Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the frozen screen issue. Therefore, the cause of this reported issue could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had a frozen screen. This can be indicative of a device lock-up. As a result, defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.